Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "felt burning sensation on back of upper arm during wear" and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp provided third-party treatment of unspecified ointment on the affected area, performed a blood glucose measurement with result of 230 mg/dl, and provided additional third-party treatment of insulin (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-dec-21. Medical event date is 20-jun-23, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "felt burning sensation on back of upper arm during wear" and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp provided third-party treatment of unspecified ointment on the affected area, performed a blood glucose measurement with result of 230 mg/dl, and provided additional third-party treatment of insulin (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.